Event description:
Reported as "weakness in hinge of clip". It was reported that during use on a patient, the clip broke at the hinge point when attempting to clip a vessel or duct. No report of patient harm or injury. Per the customer, it is unknown what the current status of the patient is. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a

Manufacturer narrative:
(B)(4).

Event description:
Reported as "weakness in hinge of clip". It was reported that during use on a patient, the clip broke at the hinge point when attempting to clip a vessel or duct. No report of patient harm or injury. Per the customer, it is unknown what the current status of the patient is. If further information is received, the complaint file will be updated.